Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tpn was noted to be leaking at the max-zero connection. The clinician tightened the tubing and max-zero cap connection however later the connection was noted to be leaking again. The max-zero was replaced and no further leakage was noted. There was no patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that tpn was noted to be leaking at the maxzero connection while the patient was in the nicu. The clinician tightened the tubing and maxzero cap connection however later the connection was noted to be leaking again. The maxzero was replaced and no further leakage was noted. There was no patient harm. This occurred in the neonatal intensive care unit.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero was confirmed. No anomalies were observed during initial visual inspection. Functional testing showed a leak at the connection between one of the maxzeros and the lab syringe. Closer inspection of the maxzero under magnification showed a microchannel on the interior walls. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that tpn was noted to be leaking at the maxzero connection. The clinician tightened the tubing and maxzero cap connection however later the connection was noted to be leaking again. The maxzero was replaced and no further leakage was noted. There was no patient harm.